Event description:
It was reported the fowler (backrest) could not be lowered at all times. It was also reported the fowler (backrest) would stop intermittently when raising to the seated position.

Manufacturer narrative:
It was reported the field service rep adjusted the fowler (backrest) bracket to repair the reported condition.